Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The device could however still be downloaded; no timeouts or drive stalls were observed in the data. Due to the damage on the internal portion of the soft cannula, the exposed portion of the soft cannula could not be tested to confirm the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.